Event description:
The customer reported that the system was not able to perform fluoroscopy x-ray via the hand switch or the foot switch. There is no report of injury or death associated with the event described within this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated and the software installed during the service call. The system was tested and found to be working as intended and put back into service.